Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a sensor error with a libre 3 plus sensor, after which the user replaced the sensor and observed a warmup countdown while the ilet continued to show a sensor error; after warmup, glucose values resumed displaying and the patient¿s blood glucose decreased from 450 mg/dl to 109 mg/dl. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia that resolved without hospitalization or injury. Investigation included technical troubleshooting and user education by phone, as well as follow-up to verify sensor data display and glucose stabilization. Investigation of this case revealed that the sensor experienced an initial connection or signal issue to the ilet that resolved after sensor replacement and completion of warmup. It was concluded that the event was consistent with signal loss to the ilet that resolved with standard troubleshooting and did not result in patient harm.